Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during a lead replacement surgery (manufacturer report number 1627487-2022-00907, 1627487-2022-00908) the physician noticed an infection at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and the same pocket site was used. Patient was prescribed antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection has resolved.